Event description:
Event description guidant received information that during the implant procedure, the distal end of the whisper guidewire had broke off within the lead's lumen. The lead and guidewire were successfully removed from the patient.